Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed many low results for one patient sample and repeated it on another cobas 8000 c 502 module at the site with higher results. The customer inspected the sample probe and found traces of gel from the sample tubes on it. The customer continued running on the analyzer until the next day when they changed the sample probe. Of the data provided for two patient samples tested on this analyzer, only the results for one patient sample were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous results were reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The albumin reagent lot number was 241675 and the calcium reagent lot number was 223264. The expiration dates were requested but were not provided. The issue occurred on two cobas 8000 c 502 modules at this site. Refer to the medwatch with patient identifier (B)(6) for the other analyzer.